Event description:
On 8/31/88 an aus device was implanted. On 12/15/92 and 7/11/94 the balloon was revised. On 11/22/94 fluid was added to the device. On 6/20/96 the balloon was revised. On 10/9/96 the cuff and pump were removed from the pt and replaced due to erosion-cuff.